Event description:
It was reported that, post paced t- wave oversensing and pacemaker mediated tachycardia were observed on the device. Technical support was contacted and recommended reprogramming. No intervention has been performed. The patient was stable.